Event description:
Knee infection (streptococcus oralis and streptococcus mitis) [streptococcal infection]. Pain of injected knee [arthralgia]. Swelling of injected knee [joint swelling]. Case description: regulator-spontaneous report was received on (B)(6) 2013, from a pharmacist regarding a female patient (age not provided), initials unknown. The patient's medical history was not provided. On an unspecified date in 2012, the patient initiated treatment with intra-articular synvisc one (hylan gf-20) injection, at a dose of 06 ml, once into an unspecified knee. The lot number of synvisc one was not provided. On (B)(6) 2012, the patient developed pain and swelling of injected knee. On an unknown date in 2012, she was admitted to the hospital and underwent surgery for a washout and partial meniscectomy. The patient's knee aspirate grew streptococcus mitis and streptococcus oralis (knee infection). The patient initiated treatment with antibiotics (unspecified) and following nine weeks of antibiotic therapy, the patient had good outcome. The outcome for all the events was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The reporter did not provide the causal relationship between synvisc one and all the events.

Manufacturer narrative:
The qa investigation summary was received on (B)(4) 2013. The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Manufacturer's comment: the benefit-risk relationship of synvisc one is not affected by this report.